Event description:
During service monitor was found to not provide an audible tone. There was no pt harm reported.

Manufacturer narrative:
The reported problem was confirmed. The failure was isolated to the main pcb. The mfg facility has initiated a corrective and preventative action associated with the confirmed failure.